Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from august 27, 2019 - august 28, 2019. H10: the actual device was received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak form the right side weld of the add port. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to variation in the manufacturing equipment weld process causing a leak to occur. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. The leak was discovered during mixing prior to patient use. There was no patient involvement. No additional information is available.